Event description:
Reporter stated that patient received the following results on aviva system compared to a professional meter within 10 minutes: 130 mg/dl (aviva system) and 30 mg/dl (professional meter). The customer felt dizzy at the time of the results and was treated with glucose by the paramedics. Customer was transported to the hospital where she was observed for 12 hours and then released. Customer has fully recovered and is currently fine. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).